Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube dent due to force applied to the rigid tube, and the distal end section chipped due to physical impacts, with similar damage causing additional scratches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited outer tube dent and distal end section chipped. There was no patient involvement.